Manufacturer narrative:
Please note update to the UDI# in section d4. The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt. A device history record review was also performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon at the distal tip of a 6f-7f mynxgrip vascular closure device (vcd) did not completely deflate. Therefore, the device had to be removed as one unit and manual pressure was applied. Hemostasis was achieved with manual compression in 30 minutes or less. There was no reported patient injury. There was no presence of pvd/calcium in the vicinity of the puncture site. The access site vessel was also not tortuous. The device was used in a peripheral intervention using a retrograde approach. The user was trained by the rep. Two 6f non-cordis sheath was used in the procedure. The balloon was prepped with 50/50 contrast. There was no suspicion of balloon detachment. The patient recovered. The device is available to be returned for evaluation.